Event description:
The complainant reported the patient was on impella 5.5 support and there were placement signal not reliable alarms. The audio was disabled, and placement was confirmed via echocardiography. Support continued and the staff monitored. Care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Insufficient data logs were returned for evaluation from the date of optical failure. Clinical details noted placement signal not reliable (psnr) alarm was noted in the field. The root cause of the optical signal issue cannot be determined with no product or data logs returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.